Event description:
Event description guidant received information that this high impedance transvenous defibrillation lead exhibited a gradual rise in pacing impedance from 1000 ohms at implant to 2200 ohms currently. Sensing and threshold measurements have remained acceptable. Due to concerns of a conductor continuity issue, the physician has elected to cap the rate sense portion of this lead, and will implant a separate rate sense lead. To date, there have been no reported patient symptoms associated with this clinical observation.